Event description:
It was reported that the ventilator had a low pressure alarm and low minute volume alarm. The patient was in respiratory distress and had to be taken to the hospital.

Manufacturer narrative:
Na